Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the lens was inserted into the eye, a scratch was noted on the lens. The lens was removed and another lens implanted instead. There was no reported patient harm. Additional information was requested.